Event description:
Reporter indicated that the patient had diagnostics done and received high lead impedance. Per the doctor, the device remained on since patient was "stable" and did not have any increase in seizures. After being informed of corrosion with lead breaks warning per manufacturer labeling, he plans to bring the patient in and turn off the device and take x-rays. No further information is available at this time.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.